Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: vamc3232b100te, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4); product ID: vamf3232c200te, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for an unknown endovascular treatment. Approximately 3 years post the index procedure, it was reported that the patient experienced a type ib endoleak. The cause of the event is currently unknown. No clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received:the endoleak that was originally reported has now been identified as a type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the type of endoleak has been updated from a type ib endoleak to a type iii endoleak at the distal prosthesis junction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received for this case: the type ib endoleak was confirmed in another distal valiant limb that was implanted during intervention for aneurysm expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the previously reported endoleak has been updated to; endoleak, type undetermined, distal prosthesis. It was reported that it was not possible to specify the type nor the endoprthesis involved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.